Event description:
It was reported the patient experienced a shocking or jolting sensation after touching a MRI table at the imaging center. The patient's stimulator is implanted on the right side. The shocking sensation was felt in the right arm and radiated to the chest area. The MRI table was a movable table and it was not in the MRI room at the time. The table can move up and down when it is plugged into an outlet. The patient felt fine post shock, but the right arm was still shaky. The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.